Event description:
It was reported that a loss of capture had been observed on the left ventricular lead as a result of dislodgement. The lead was capped and replaced. The patient was reported to be doing well following lead replacement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.